Manufacturer narrative:
The field service engineer performed testing and investigation at the user facility, the device touchscreen did not respond to enter the biomedical mode. The probable cause was due to a broken device front bezel and touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility it was noted that the touchscreen did not respond and the biomed mode could not be accessed. There were no reports of any adverse pt events or delays in the critical therapies while the device was in clinical use. No additional info was provided.